Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. Blood glucose level at the time of the incident was 465 mg/dl which was treated with bolus then dropped to 405 mg/dl. During troubleshooting, the customer was able to get insulin to exit the device. It was explained to customer there could be possible site related issue or site/set occlusion. The insulin pump was not replaced or returned for analysis.